Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone and advised the customer to replace the flow sensor. Covidien not authorized to evaluate the device.